Event description:
The customer stated that her blood glucose readings had been higher than usual. She alleged that she performed a control test and received a result of 343 mg/dl. A normal control range was not provided, but should be around 100-138 mg/dl. No adverse events were alleged. The customer declined to troubleshoot or give any more information and ended the call. No product will be returned for evaluation.

Manufacturer narrative:
The customer ended the call before product information could be obtained. It's not possible to determine a manufacture date without a meter serial number.